Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event reported information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had high impedances and they lost effective therapy. Surgical intervention is planned to replace the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.